Manufacturer narrative:
The hospital's biomed replaced the fuses on the thermogard console (sn (B)(4) and console powers on and no longer shutdown,. The console is functioning as intended. Therefore, no further action required by zoll.

Event description:
During ivtm therapy, the thermogard ivtm system (serial #(B)(4)) powered off and it could not be powered on again by the customer. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.